Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable lead exhibited high threshold measurements with loss of capture (loc). It is suspected that the patient is twiddling their leads. Diagnostic scans were ordered and intervention is planned. No adverse patient effects were reported.